Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited premature battery depletion due to high current drain. The hybrid was removed for further analysis and tested normal. No explanation was found for the high current drain.